Event description:
Ous MDR - patient admitted to the hospital after having received multiple inappropriate shocks. Iegm showed noise on both near and far field egm's. The pacing threshold had risen from ~1v to >2.5v. No obvious fracture seen on cxr. Due to small rv/previous CABG, the distal coil was lying across the tv. Patient transferred to another hospital where they underwent a new system implant (lead and ICD) on (B)(6) 2013. This lead was left in-situ.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the received home monitoring data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received data were inspected. The clinical observation was confirmed. The analysis of the available iegms revealed the presence of noise in the ventricular and far-field channels, which resulted in vf detections with subsequent shock deliveries. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation could be confirmed through the inspection of the available data. However, based on the information available for analysis the root cause could not be determined.